Manufacturer narrative:
H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual and functional tests were performed, which found a damaged cassette pin sensor seal. The cassette pin sensor seal was replaced to fix the issue.

Event description:
The device was returned because the device encountered a stuck key error during testing. The investigation results found that there was damaged cassette pin sensor seal. There was no patient involvement.